Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. However, the allegation was confirmed based on the media provided, as the dilator tip was noted to be damaged. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect access solution for faradrive device confirmed that the events of damaged tip is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, is insufficient to determine the root cause of the event, although it suggests the issue was related to the device; therefore 'cause linked to device but unable to trace more specifically' was selected.

Event description:
It was reported that versacross connect access solution for faradrive was selected for faraview atrial fibrillation ablation procedure to treat atrial fibrillation. During preparation for the procedure, when it was attempted to exchange faradrive sheath over the rf wire, it was noted that the versacross dilator tip was damaged and sharp. Hence, it was not possible to load the load wire into the sheath. Also, sheath was not advanced into the groin; therefore, sheath was replaced. No issue observed with replacement. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that versacross connect access solution for faradrive was selected for faraview atrial fibrillation ablation procedure to treat atrial fibrillation. During preparation for the procedure, when it was attempted to exchange faradrive sheath over the rf wire, it was noted that the versacross dilator tip was damaged and sharp. Hence, it was not possible to load the load wire into the sheath. Also, sheath was not advanced into the groin; therefore, sheath was replaced. No issue observed with replacement. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed.